Event description:
A malfunction alarm was reported, with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur, allowing continued use of the pump. The customer was advised to contact support if the issue reappears.